Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No damage was noted on the belt clip slot. The insulin pump was received without the original belt clip. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
Customer reported that the keypad on the insulin pump stopped responding after a workout. Customer stated that she was sweating prior to the alarm and the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 152 mg/dl. No further information reported.